Event description:
An olympus representative reported on behalf of the customer that, during scheduled maintenance of the customer¿s visera elite ii video system center, it was discovered that there was no image output on the monitor display, and the front panel touch screen was blacked out. As the issue was discovered during maintenance, there was no patient involvement, and no procedure was being performed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's reported issues of no image and touchscreen blackout were not observed; therefore the customer's report could not be confirmed. Additionally, the following findings were noted: heavy dust inside the unit, in need of cleaning, wires found corroded and in need of replacement and power switch noisy and in need of replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.